Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device as the device was explanted due to therapy upgrade. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR no report.

Event description:
It was reported that this pacemaker was surgically explanted due to advisory or recall. This pacemaker was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was surgically explanted due to advisory or recall. This pacemaker was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.